Manufacturer narrative:
A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. The gore dryseal sheath instructions for use (IFU) warns to carefully read all instructions prior to use. Observe all warnings and precautions noted through out these instructions. Failure to do so may result in complications. The sheath used in this procedure has an outer diameter of 6.8 mm. Additionally, the IFU warns, "adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the pt, including death, may result. If vessel size is smaller than the introducer sheath outer diameter, major bleeding, vessel damage, or serious injury to pt, including death may result."

Event description:
On (B)(6) 2013, this pt underwent endovascular repair for treatment of an abdominal aortic aneurysm. A gore dryseal sheath was used as the conduit for the intended deployment of gore excluder aaa endoprosthesis. Pre-ballooning of the pt's right external iliac artery was performed as the vessel diameter was inadequate. The gore dryseal sheath was then advanced from the right femoral artery for deployment, but passage past the ballooned area of the eia was not possible. The physician chose to convert the pt to open surgical repair, and when the sheath was pulled back, the eic ruptured. The aorta was clamped and the pt underwent surgical placement of a y graft. The pt tolerated the procedure.